Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a non calcified shunt of hemodialysis with moderate tortuosity. On the first inflation the f/g sterling otw 5.0 x 20/40 (4f) balloon was inflated for about twenty seconds and ruptured at ten atmospheres. The balloon was removed intact. The procedure was completed with a different device. Patient's status is listed as good with no complications reported.